Event description:
On 2/25/2022, it was reported by an a sales representative via email that a pilot hole was drilled into the glenoid using an ar-1934ds-2 from the disposable kit. The anchor was put in through the drill guide and the suture were passed around the anterior labrum and then shuttled into the anchor. During the shuttling process the shuttle suture snapped before the repair suture made it into the anchor. Surgeon was able to drill through the anchor with an ar-1926ds drill bit and shuttle suturetape around the labrum and use an ar-1926ps pushlock anchor to complete the repair. Nothing was left in the patient and the surgery was completed without issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.